Event description:
The customer reported the system failed to generate fluoroscopy x-ray. There as no report of a patient and/or customer serious injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. A circuit breaker was found faulty and therefore replaced. The system was then found to be operating as intended.